Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm and was removed without any problem for the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.